Event description:
The customer reported that the therapy cable was intermittently failing.

Manufacturer narrative:
The unit and the therapy cable were evaluated at philips. The symptom was verified. This issue was localized to a failed therapy cable. A replacement therapy cable was sent to the customer. The device was returned to the customer after passing all tests.